Event description:
It was reported that during an unknown procedure, the active blade broke off. Another like device was used to complete the case. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent: 06/30/2008. Information anticipated, but unavailable at this time.